Event description:
Information was received from the pt alleging that that the prongs from the mask broke his skin which allowed dye from the mask to enter his bloodstream. He also claimed that part of material from his headgear became embedded under his skin and caused an infection. The pt was treated by a physician who prescribed oral and intravenous antibiotics. The treatment continued for several days at the pt's home. The infection allegedly became worse such that he was then admitted to the hospital, where he was placed on additional antibiotics. The infection has cleared and the pt is now resting at home. At this time, attempts to retrieve the device have been unsuccessful. Product has passed all blocompatibility testing.